Event description:
Rec'd report of leaking from cracked backcheck valve of pca tubing. A pt with a diagnosis of bone marrow transplant and immunosuppression was receiving tpn, lipids, and cyclosporin at unspecified rates. The pt was also receiving an unk narcotic via a pca pump. A crack was noted in the backcheck valve and approx 10cc of fluid was reported lost. Bleedback of less than 10cc was also reported. Tubing was changed to solve the problem. No pt harm was reported.

Manufacturer narrative:
Initial medwatch indicated that the sample had been discarded and would not be returned. However, the sample has been returned for testing and investigation. An unused set was received at a foreign service center for evaluation. The set was evaluated by connecting to a primed microdrip IV set, priming and adjusting the dial to the positions marked 40 to 240 on the dial-a flo body. The actual flow rate was measured by drop counting. The head height above the cassette was set to 30 inches and the distal adapter was unrestricted. The set returned for evaluation was found to vary from the indicated position on the dial by 32 to 45% (underdelivery). Although the unused sample returned did not exhibit the situatiion described, (no variation of low between 40 and 240 ml/hr), the lot number reported by the facility to be in use at the time of the incident was determined to be assembled with problematic flow regulators. A failure investigation into complaints for this nature determined that the lubricant used in the flow regulator clumped subsequent to the manufacturing process, which resulted in fluid flow restriction. Distribution of product manufactured with this lubrticant was dicontinued and the use of an alternate lubricant was implemented. It must be emphasized that the graduated scale on the dial-a-flo only serves as lan approximate delivery rate. Actual infusion rates must be confirmed by drop counting. Corrected data: manufacturing site registration number was corrected from "578302" to "1411365". This has resulted in a new manufacturer's report number on this follow-up report. This report is a follow-up to abbott manufacturer report number 57302-1998-12.